Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): unknown rpn. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: a (B)(6)-year-old man with a history of cancer who had developed acute dvt and ape. A günther-tulip r-ivcf was implanted before continuous anticoagulation. Two years later, he was referred for filter retrieval after failure of the first attempt at another hospital. The main reason for filter retrieval was the patient¿s desire to discontinue anticoagulants. The pre-CT image revealed a small amount of residual thrombus in the left superficial femoral vein and there was no embedded hook in the caval wall. Two leg struts had penetrated the caval wall, protruding beyond the caval wall by 1.3 and 2.1 mm, respectively. The other 2 struts were within the caval wall. The initial procedure was the sling technique under a 14fr sheath via the right internal jugular vein. We felt strong resistance when pulling the filter against the caval wall and an intussusception developed, leading to occlusion of the ivc with large hematoma around the caval wall. Fortunately, the patient¿s condition remained stable during the procedure, but filter retrieval failed. The subsequent clinical course was uneventful but there was bilateral leg edema with disappearance of the hematoma on follow-up CT. Patient outcome: intussusception and hematoma. No additional information regarding the patient has been received.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during filter retrieval it was noted that two legs had penetrated the caval wall, protruding beyond the caval wall. There was a strong resistance against the caval wall and an intussusception developed leading to ivc occlusion and large hematoma and filter retrieval failed. Bilateral leg edema with disappearance of the hematoma on follow-up CT. Based on the information provided in the literature only it would be inappropriate to speculate at what may or may not have caused two primary filter legs to penetrate the caval wall and protrude the caval wall by 1.3 and 2.1mm, respectively. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.